Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported via literature that a patient underwent a pediatric surgery on an unknown date. A recurrent tracheoesophageal fistula was repaired with an absorbable hemostatic agent. It was applied on esophageal suture line to prevent leakage and recurrence. A recurrent fistula occurred when the device migrated into the tracheal and esophageal lumen. An endoscopic examination showed that the agent was not absorbed and migrated into the tracheal and esophageal lumen, re-canalizing the fistula tract.